Manufacturer narrative:
Date sent to FDA: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced chronic pain, infection, bleeding, internal organ injury and adhesions. The patient had a previous mesh implanted on (B)(6) 2008 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/16/2020. H6 patient code: 3191 - sufferred disability, loss of the enjoyment of life, interference with normal everyday activities. Additional b5 narrative: it was reported that following the procedure patient sufferred disability, incontinence, and the loss of the enjoyment of life. Patient experiences and will continue to experience interference with normal everyday activities, as well as secondary complications from the said injuries.

Manufacturer narrative:
Date sent to the FDA: 11/15/2024. Additional information: a1, a2, d1, d2a, d3, d4 (catalog, UDI) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.